Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was more than 600 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptom related to high blood glucose level. The customer stated that they treated high blood glucose level with both insulin pump and injections. The customer alleged the insulin pump for under delivery because the customer and the diabetic educator heard a loud sound while the insulin pump was rewinding. The customer reported that they did the high pressure test and the insulin pump did not detect the blockage. The customer also mentioned that displacement test was done already by the diabetic educator and verified that the insulin pump detected that there was no reservoir. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08675 inches. No under delivery anomaly noted during testing.